Manufacturer narrative:
Product investigation is currently underway. A supplemental final report will be filed upon investigation completion.

Event description:
It was reported that this implantable pacemaker stored a signal artifact monitor (sam) episode indicating oversensing of noise. Additionally, non-sustained ventricular tachycardia (nsvt) episode stored showed false vt detection due to oversensing. This device remains in service and no adverse patient effects were reported.